Event description:
This lead has an unknown implant date. A call to technical services placed on 4/14/2014 stated that one of the leads of the patient is fractured or crinkled up. The physicians were dr. (B)(6) and dr. (B)(6) at suburban hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).